Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The mother stated that the customer was also vomiting. The mother reported low battery life and no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the mother that the tubing clamp would be shipped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.